Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was a delay in clearing the alarm; however, insulin delivery was resumed. Additionally, it was reported that the pump fill estimate was inaccurate. The user's blood glucose level was under 200 mg/dl.